Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated since this last monday, they were not able to turn stim off. Patient said with stimulation continuously running, their legs were swelling and they had a lot of pain in their legs. Patient said they went to the pain management office and were told to call manufacturer for help, patient asked if there was a rep in their area. Agent asked, patient said when they were able to turn stim on, but when they press the second button to stop stim, that didn't work. Patient reported seeing the poor communication screen on the call while using the antenna. Patient then tried to use the patient programmer without the antenna, and was able to connect and see their settings. Agent had patient confirm they saw the stim on icon in the top corner. Patient tried pressing the stim off button several times under agent's direction, but patient said nothing was changing on the screen and stim still showed on. Patient mentioned they just changed the batteries last night, but that did not help. The issue was not resolved through troubleshooting. A replacement programmer and antenna was sent out.